Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the embolization coil was detached from the pusher assembly. If the pod pc is retracted against resistance, the pusher assembly may elongate beyond the reach of the pull wire. If this occurs, the embolization coil may detach from the pusher assembly. Further investigation revealed that the embolization coil had offset coil winds and the pusher assembly had kinks. These damages were likely incidental to the complaint and may have occurred during packaging for return to penumbra. Due to the returned damage, the device was unable to be functionally tested. The root cause of the pod coil becoming stuck during the procedure could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery using pod packing coils (pod pc), a non-penumbra microcatheter, and parent catheter. It was reported the patient anatomy was mildly tortuous and calcified. During the procedure, the physician implanted a pod coil in the target location. Subsequently, while advancing a pod pc, the pod pc became stuck at the middle of the microcatheter and unintentionally detached in the microcatheter upon retraction. Therefore, the microcatheter containing the detached pod pc was removed and the pod pc was flushed out. The procedure was completed using a new pod pc, two pod coils, and the same microcatheter. There was no report of an adverse effect to the patient.